Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from result obtained on (B)(6) 2022 of lo. The customer¿s expected am fasting blood glucose test result range is 130-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; when the customer inserted the test strip, the low battery signal displayed on the screen and the true focus meter did not go into test mode. The battery in the true focus meter had never been changed, customer has had the true focus meter for less than one month. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/13/2023 and open vial date is (B)(6) 2022. The meter memory was not reviewed for previous test result history.